Manufacturer narrative:
The manufacturer received information from uno legal litigation in reference to a repaired dream station CPAP with an allegation of respiratory tract irritation, asthma (new or worsening) and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. In box d model number, catalog item identifier and product UDI has been updated/corrected.

Event description:
The manufacturer received information from uno legal litigation in reference to a repaired dream station CPAP with an allegation of respiratory tract irritation, asthma (new or worsening) and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.